Event description:
Paramedics responded to a person described as in full cardiac arrest. The patient was connected to the device and external pacing with capture was administered. Pacing was stopped to administer a countershock then, according to the reporter, the device would not increase pacing current above 120ma and the operator could not capture the patient's rhythm. The patient was not resuscitated.